Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Pt presented with pelvic pain with days of essure placement. The physician performed laparoscopy to perform a tubal ligation and remove the devices. After removal, the pt's symptoms resolved.